Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited noise over-sensing. During the lead replacement procedure, the right ventricle port of the pacemaker was full of blood and the pacemaker failed to sense. The noise was reproduced when the physician moved the lead manually. The pacemaker and the lead were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of inability to sense and contamination of device ingredient or reagent was not confirmed. The device was received with normal output and telemetry communication. Analysis performed including output verification, sensing function, and sensitivity thresholds did not identify any functional issues. Visual inspection was performed to assess the header and its connectors, which found to be normal without any potential issue. There was no device anomalies found that could contribute to the reported events. Longevity assessment was performed, and the device voltage was at normal range of operation with appropriate remaining longevity.